Event description:
It was reported that 2 bd insyte¿ autoguard¿ bc shielded IV catheters experienced catheter fraying. The following information was provided by the initial reporter: two IV catheters were used and both nurses noticed they were frayed when they were inserting them. Injuries or adverse event: no.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ bc shielded IV catheters experienced catheter fraying. The following information was provided by the initial reporter: two IV catheters were used and both nurses noticed they were frayed when they were inserting them. Injuries or adverse event: no.